Event description:
Event description cpi received information that this bipolar lead was removed from service. An invasive procedure was performed to reposition this lead, during the procedure the lead's insulation was cut accidentally. The physician elected to remove the lead and implant a new lead.